Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr was stuck on the wire. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, ablation was performed for seven times at 200,000rpm. However, the burr was stuck on the wire and were removed together as one unit. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.

Event description:
It was reported that burr was stuck on the wire. The 90% stenosed target lesion was located in the severely calcifed left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, ablation was performed for seven times at 200,000rpm. However, the burr was stuck on the wire and were removed together as one unit. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.

Manufacturer narrative:
E. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The wire was able to be removed from the rotablator plus device with no resistance. There was a kink along the wire body 4.5cm from the proximal end of the wire. Dimensioanl inspection revealed that the overall length was within specification, the od of distal tip was within specification, the od of the middle of the device was within specification and the od of the proximal section was within specification.